Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced pain over the pump location. Per the reporter, the pump was upside down. The reporter also stated that the patient had a "seizure episode" the previous week. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report. It was reported that the medication in the pump ran out two months early after the last refill. It was unknown why this occurred. The healthcare professional (hcp) was aware that the patient was having issues with their pump. The patient was sent to the hospital for an x-ray when the hcp was unable to refill the pump. The x-ray confirmed that the pump was"upside down" but did not confirm whether or not the pump was also "flipped." The patient was seen on (B)(6) 2011 at which time they read the pump and an elective replacement indicator occurred. It was indicated that the pump would still be refilled and a pump replacement would be scheduled. The drug in the pump was morphine. It was later reported that the replacement surgery took place as scheduled and "the patient seemed okay." The patient was scheduled to go in for suture removal on (B)(6) 2011. On 2015-dec-01 additional information was received from a consumer. The patient stated that they had extra pain prior to the pump replacement because the battery was dead, and the catheter was not where it was supposed to be. A representative was present at their 2011 pump replacement, and they told the patient that their pump was off because the battery was dead. Additional information was requested to determine if the seizure were related to the implanted device system or therapy, what was meant by the catheter not being where it was supposed to be, if the battery depletion was normal or irregular, and if the pump flipping was confirmed.